Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician reported a telemetry electrocardiogram (ECG) with spikes observed overnight the day following implant of the implantable pulse generator (ipg) system. It was noted there was "failure to sense" and a twelve lead ECG showed the extra spike on the second to the last beat of the right ventricular (rv) lead. It was added the intrinsic rhythm was not being seen and the device was pacing at 60 beats per minute. A post-implant device check did not show any sensing issues. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.